Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle had some "fuzz/lint" on it. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation: three photos were received and evaluated. The photos depicted an unshielded safetyglide needle. The sample was identified to be from batch #8232567 (p/n 305916). The cannula had a long curled fiber larger than level 3 in size attached to it near the bevel. It was not possible to identify the type of fiber from the photo due to a bright illumination of the sample interfering with the picture¿s focus. Three photos were provided, two of the photos show the packaging and one photo shows a needle assembly with a string of plastic on the tip of the needle. Root cause: safetyglide line assembly process. A device history record review of the finished device as well as all cannula batches showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle had some "fuzz/lint" on it. There was no report of exposure, injury, or medical intervention.